Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005334138-2015-00092. During an avnrt ablation and repeat pulmonary vein isolation procedure, a pericardial effusion occurred. A baseline pericardial effusion was noted via the ice catheter at the beginning of the procedure. A double transseptal puncture was performed with a brk transseptal needle through a swartz braided transseptal introducer and an inquiry a focus ep catheter was advanced into the left atrium for geometry collection. Access was lost at this time; however, a tacticath quartz ablation catheter through the introducer successfully regained access through the open transseptal puncture. Difficulty was encountered when manipulating the ablation catheter through this introducer; therefore, the introducer was exchanged for an agilis nxt steerable introducer. During ablation of the pulmonary veins, the patient became hypotensive and a pericardial effusion was noted via the viewflex xtra ice catheter and confirmed by a surface echocardiogram. Attempts to stabilize the patient were unsuccessful so a pericardiocentesis was performed and the patient left the lab in stable condition. There were no performance issues with any sjm device.